Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, (B)(4), was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high impedance measurements.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The device had recorded a (B)(4) which is indicative of battery voltage too low for the projected remaining capacity. Additionally, the right ventricular (rv) pacing impedance measurements had been variable, and measurements were up to greater than 2500 ohms. There were no events with noise. The device was subsequently explanted due to normal battery depletion. No additional adverse patient effects were reported.